Event description:
The 3100a ventilator did not meet a specification. The set high alarm sounds when the thumbwheel is set 2 cmh2o higher than the displayed mean airway pressure (map). There was no pt involvement at all.